Event description:
It was reported that during a hyperglycemia episode associated with kinked cannulas, the user entered multiple meal announcements as corrections, as reflected in blood glucose questionnaires, and received education on the correct high glucose and meal announcement protocols. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and user education. Investigation included review of device use data and user-reported history. Investigation of this case revealed use error related to therapy management, with meal entries misused for correction during high glucose, and a suspected infusion set issue consistent with cannula kinking. It was concluded, based on previously established findings for similar reports, that the cause was user error in carbohydrate entry and infusion site complication.